Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump has a cracked reservoir tube lip and a keypad anomaly. The patient's blood glucose at the time of incident is unknown, but it was 369 mg/dl the morning of the call. She treated her high blood glucose with the pump and declined troubleshooting for the high blood glucose levels and the keypad anomaly. The customer also reported about scratches on the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. No products were returned and a replacement pump was shipped to the customer.